Manufacturer narrative:
Concomitant medical device(s): serial #: (B)(4), category #: 201-78-18 - holding pin headless no ribs w/30 deg pt 4 pack. Serial #: (B)(4), category #: 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. Serial #: (B)(4), category #: 200-02-38 - three peg patella 38mm. Serial #: (B)(4), category #: 02-012-35-5011 - logic tibia ps mod insrt sz 5 11mm.

Event description:
As reported, approximately 7.5 years post op the initial right tka, this 71 y/o male patient was revised due to a loose femur and recalled poly. Patient complaint of pain. There was no delay. Patient was last known to be in stable condition following the event. Devices not retuning, due to recall hospital will no release implants.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and pain. The observed prosthesis wear may have been due to instability, third body wear, patient-related conditions, malalignment, or any combination of these possibilities. However, this cannot be confirmed because the device(s) were not available for evaluation. Section h11: the following sections have corrected information: (h6) component code: 734, bearings; 4755, part/component/sub-assembly term not applicable.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2015. They subsequently underwent right knee revision surgery on (B)(6) 2023, approximately 7 years 5 months post primary procedure. Revision op report postoperative diagnosis: failed right total knee arthroplasty secondary to polyethylene wear, femoral osteolysis, femoral loosening. Surgeon noted extensive osteolytic debris, and the patella was everted and found to be oxidized and delaminated. The femoral component was easily disimpacted. Tibial component was well fixed. The patient was awakened and taken to recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional information received. Fields b2, b5, and d8 have been updated. Further information and/or re-opened investigation results shall be provided within 30 days of receipt.